Manufacturer narrative:
Review of the initial report, submitted october 11, 2016, identified a typo in the event description. This follow-up report is being filed to correct the typo. Sorin group received a report that air appeared at the red connection of the aortic arch cannula during priming. There was no patient involvement. The investigation is on-going. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(6). Sorin group received a report that during air appeared at the red connection of the aortic arch cannula during priming. There was no patient involvement. The investigation is on-going. A follow-up report will be submitted when the investigation is complete.

Event description:
Sorin group received a report that during air appeared at the red connection of the aortic arch cannula during priming. There was no patient involvement.

Manufacturer narrative:
One aortic arch cannula was returned to sorin group USA for evaluation. No visual defects were noted. During simulated use testing, the unit exhibited no air bubbles entering the cannula or the red connector cap. The unit was left under flow for three minutes and no air was seen passing into the device. When the positive pressure and flow were removed, no bubbles were pulled into the device, connector cap or through the porous vent plug. The customer¿s observation could not be duplicated and the cause for the air entering the cannula could not be determined. When used per product instructions, no malfunction or performance concerns were noted. Sorin group will continue to monitor this type of issue.